Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx). After pre-dilation of the distal lcx was performed using a balloon catheter and intravascular ultrasound (ivus) was performed, a 2.25 x 24 synergy¿ stent was advanced but failed to cross the lesion. Moreover, during removal of the device from the patient's body, it was noted that the stent got deformed. The procedure was completed with two 2.25 x 16 synergy¿ stents. No patient complications were reported and the patient's status was stable.